Event description:
It was reported that a cartridge alarm occurred, specifically alarm 20, and the issue did not adversely impact the customer's blood glucose level. The customer experienced cartridge alarms with consecutive cartridges, prompting tandem technical support to confirm the situation and decide to replace the pump. A replacement pump with updated software was sent to the customer, and they will continue using their current pump until the new one arrives. The customer was instructed on how to put the pump into storage mode and to return the problematic pump to tandem. Additionally, the customer requested replacement cartridges due to having used ten cartridges because of the alarm issue.